Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the unexpected restart alarm due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been having issues with button/keypad unresponsive and pump alarming unexpected restart. The customer stated the alarm occurred when they changed out infusion set. The customer's blood glucose was unknown. The customer was unable to complete troubleshooting due to not being able to get into pump, having keypad issues. The customer was advised the pump will be replaced.